Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. It was not reported if dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for peritonitis and another unrelated medical condition. The patient was treated with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) and unspecified oral antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.